Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2021-03231. This report is submitted on january 27, 2022.

Manufacturer narrative:
This report is submitted on december 29, 2021.

Event description:
Per the clinic, the patient experienced wound hematoma, resulting in the decision to explant the device. The patient was placed under general anesthesia (specific date not reported). However, the explant did not take place due to insufficient surgical tool. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.